Event description:
Event description boston scientific received information that this patient's leads are chronic unipolar leads. The caller reported weekly ventricular impedances of 215- 240 and atrial impedances in the 400's. The patient is going to be discharged today and will see his doctor next tuesday. The caller was inquiring about potential system issues if the patient is discharged.